Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On (B)(6) 2024, it was reported by the patient that four infusion set leaking at the base of the needle upon fill tubing. High blood glucose level was 450 mg/dl. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-03638- device 4 of 4 patient country: (B)(6).